Event description:
It was reported that a foreign material was noted in the package. Upon receipt, it was noticed that a hair was mixed between the outer box and the outer bag of a 6.0 x 40, 75cm mustang balloon catheter. The device was not opened.

Manufacturer narrative:
Device evaluated by MFR: a mustang 6.0 x 40, 75cm was returned for analysis. The carton was returned in a sealed clear plastic pouch. Outer carton was fully sealed with closure strip unopened. A loose hair like foreign material (fm) was found on the outside of the carton inside the clear plastic pouch. No other issues identified. No other issues were identified during the product analysis.

Event description:
It was reported that a foreign material was noted in the package. Upon receipt, it was noticed that a hair was mixed between the outer box and the outer bag of a 6.0 x 40, 75cm mustang balloon catheter. The device was not opened.